Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer experienced high blood glucose levels as high as 400 mg/dl. The customer's blood glucose level was not recorded at the time of the call. The customer was informed that there could be many reasons for high blood glucose. The customer was assisted with resetting the fixed prime on their insulin pump. There was no occlusion in the cannula. The customer's doctor told the customer that the key pad on the insulin pump is stiff but the customer has no issues working the keypad. The customer was advised to monitor their insulin pump and to call back if they encounter any issues. No further information was provided.